Event description:
It was reported the patient experienced a sudden stop of stimulation sensation. No known incident or accident was related to the event. The manufacturer's representative was unable to obtain communication or obtain telemetry with the patient's device using the physician's programmer, recharger, and the patient programmer. Two physician mode recharges were done with the device showing 75% full battery, but the patient still did not feel any stimulation sensation. Impedance readings showed 527 ohms and 9.3 ua. Bipolar readings were between 866 and 910 ohms. All impedances were within normal range. When voltage was increased to 8-9 volts on a variety of electrodes, the patient felt a painful sensation in his legs that felt like, "someone inside his leg and twisting his legs." X-rays were scheduled, but no results were reported. Additional problem solving was not attempted as the patient had not returned back to the hcp office as requested by the hcp and manufacturer's representative. Additional information has been requested, a follow-up will be submitted if additional information becomes available.